Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a ureteroscopy procedure on a male pt. According to the complainant, a bard stent and a sensor guidewire were inserted through a ureteroscope. During the insertion of the bard stent, the guidewire got caught on the stent and the tip of the guidewire broke off inside the pt. The tip of the guidewire was removed from the pt using graspers. There was no consequences or impact to the pt. The procedure was completed using a second stent and guidewire. The male pt was reported to be in stable condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.